Manufacturer narrative:
No product has been returned for evaluation. The allegations of the complaint are unverified. Note: the user's manual contains the following adverse events: "during a (B)(4) clinical study of 349 patients treated with the device for the indication listed above, skin irritation was the most common adverse effect associated with the use of the biomet spinalpak non-invasive spine fusion stimulator system. It occurred in (B)(6) patients ((B)(6) of the trial population) ¿ (B)(6) patients treated with the active device and (B)(6) patients treated with the placebo device." No further information has been received. No conclusion can be drawn as to the cause of the reported event.

Event description:
Per patient notification by email, patient alleges that after a spinal fusion surgery, the bone growth stimulator caused pain in legs, abdomen and groin. Patient alleges muscle loss and rash on torso, arms and scalp. Patient alleges that after the device was unplugged and removed, pain subsided, but was still experiencing a rash. The allegations of the complaint are unverified.